Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
Customer reportedly received the following results with two different aviva systems within 10 minutes: 289 mg/dl (strip lot 495986) and 95 mg/dl (strip lot 495990). The customer re-tested later in the day and received the following results with two different aviva systems within 10 minutes. 389 mg/dl (strip lot 495986), and 110 (strip lot 495990). Results were obtained using different strip lots. No adverse event reported. Return of the suspect device was requested for evaluation.